Manufacturer narrative:
Model number / catalog number: sc-8216-50, serial number: (B)(4), batch / lot number: 162484, model / catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to the source of pain progression. The patient underwent an explant procedure. No device malfunction was suspected.